Event description:
It was reported that the pt's device was eroding through the skin. A revision was performed to position the device in a different anatomical place. Further info was requested from the healthcare professional.